Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level between 400-500 mg/dl; and the cause was unknown. Reportedly, the customer delivered a correction bolus, changed their infusion set and cartridge to address bg. The customer also reported that they experienced a headache, toothache and backache because of the elevated bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.